Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had time clock anomaly. Customer¿s blood glucose level was unknown at the time of incident. Customer states the pump had reset time and date. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device passed the displacement and self test. No unexpected time clock anomalies no frozen screen noted during test and time clock advances properly. Device received cracked lcd window. (B)(4).